Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The 30 degree endoscope plus instrument had the attached endoscope adapter(aea) damage or friction issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope plus horizon was offline as well as inverted. The procedure was completed with no reported injury.